Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured vertically. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.